Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Pump was monitored and tested with no low battery alert and blank display noted. Pump received with cracked reservoir tube, cracked case reservoir tube window corners and cracked reservoir tube window noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 130 mg/dl. The customer stated that they had had replace battery several times before it would work and also got blank display but it came back. It was reported that they had damage on the escape button to reservoir and around to serial number and one on top. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.